Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn since the device was not returned. Without a lot number, manufacturing records could not be requested. Placeholder.

Event description:
The consultant reported surgeon was performing acdf (anterior cervical discectomy and fusion) procedure at c5-c7. The surgeon placed cslp plate (part no. 487.227). When placing the right c5 expansion head screw (part no. 487.056), one of the four tabs on the screw broke off while tightening with the screwdriver (part no. 387.282). Since the screw will not lock without all four tabs intact, the surgeon removed it. The expansion head screwdriver was not able to engage the screw. The surgeon used the conical extraction screw driver (part no. 387.34) to remove the device; however, the tip broke off in the head of the expansion screw. The surgeon used a small non-synthes forceps to break off the remaining 3 tabs. The surgeon removed previously implanted locking screws and expansion head screws, a plate, and a partially implanted screw. All implants and fragments were successfully retrieved from the patient. The previously removed plate was re-inserted into the patient; however, the surgeon used all new screws to complete the procedure. This device is 2 of 2 reported for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 1 of 2 reports for the same event reported on complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the product development evaluation are as follows: the cervical spine locking plate (cslp) system includes a comprehensive family of expansion head screws including 487.056. After the surgeon installs the expansion head screw, the locking screw 487.78 secures the screw to the plate. The (B)(4) reviewed the drawing. This drawing has not changed since may, 2004 and details the appropriate dimensions, material, and finishing processes. Since the loading conditions and root cause are not known, the disposition of this complaint from a design perspective is indeterminate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation was conducted. The report indicates that there is visible wear outside and inside of the expansion head of the screw. The anodized color has disappeared completely in some areas showing that the screw head outside diameter was in contact with the plate and the inside diameter with the locking screw. The thread also shows wear and disappeared color. Because of the wear and deformations the dimensions which are relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. The outside diameter of the expansion head was increased during the locking procedure in the plate. The post-manufacturing dimension of the expansion head seat diameter is to be 4.50 0/-0.025 mm referring to valid drawings, the actual and expanded diameter measures 4.53 mm nevertheless its outside is visibly worn. The shape of thread and tip visibly conforms to drawings. This complaint is deemed indeterminate from a manufacturing standpoint.